Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. When the stm powered up the iabp it displayed "iabp may require maintenance". The stm could not duplicate the autofill failure. He found the scroll motor would not generate proper pressure and slow to arrive at the recommended pressure. The scroll motor had 5181 hours on it, and should be replaced at 5000 hours per preventative maintenance schedule. To resolve this issue, the stm replaced the scroll compressor and the filters. Additionally, the safety disk was nearing expiration and was also replaced. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not priming. It was later clarified that the customer reported and "autofill failure." The circumstance of the event is unknown; however, there was no patient involvement, and no adverse event was reported.